Manufacturer narrative:
The operator¿s manual includes the warning: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company representative checked the handpiece and stated that the handle got hot. However, what testing was performed to check the temperature remains inconclusive. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the handpiece became hot during surgery. The case was completed with no patient harm. Additional information has been requested.